Event description:
This device was returned with oos documentation form biotronik rep veronica caraffa. This system was removed due to infection. Explanted system: lumax 340 dr-t, MDR 1028232-2008-00736. Linox sd 65/16, MDR 1028232-2007-00738. Setrox s 45, MDR 1028232-2008-00737.